Event description:
Event was initially reported by the treating physician to the local manufacturer representative on (B)(6) 2025 and follow up information received on 09jan2026. Prokera slim device was placed onto patient's eye on (B)(6) 2025 for treatment of dry eye disease and neurotrophic keratitis (nk) with reduced corneal sensitivity. No issues were reported at time of insertion. The patient returned to clinic the same afternoon, approximately 5 hours after product placement, complaining of intense ocular pain. The device was removed by the physician. Clinical exam noted the cornea was "scratched up" and inflamed with a central abrasion observed. Some (unspecified) visual acuity loss was noted. Patient was treated with topical steroid drops. Patient returned to office on (B)(6) 2025 symptom free with no remarkable clinical exam findings (resolved).

Manufacturer narrative:
The MDR was submitted beyond the 30-day time frame following post-investigation clarification of reportability criteria identified during an FDA inspection. It was determined that events involving medical treatment after device use, even in the absence of a confirmed serious injury, should be considered interventions to preclude serious injury and therefore reportable. The record was re-evaluated accordingly, and an MDR was subsequently filed.